Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. An incomplete device was returned for analysis. The shaft of the device was found to be broken in the shaft polymer extrusion region with no balloon and stent portion returned for analysis. The length of device returned from strain relief to break point measured 120cm. A visual and tactile examination of the hypotube identified no issues.

Event description:
Reportable based on device analysis completed on 28oct2022. It was reported that crossing difficulties were encountered and stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After several pre-dilation, a 3.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube detachment/separation.